Event description:
Customer reports lancet will not retract back into the softclix plus device after firing, resulting in the customer having to manually remove the lancet from his finger. No medical attention required. No adverse event reported. Requested return of suspect device and replacement was sent.